Manufacturer narrative:
Analysis was normal. No anomalies found.

Event description:
It was reported that the patient presented with a pocket infection. The infection spread from the pocket to the blood. The entire system including the implantable cardioverter defibrillator, right atrial lead, right ventricular lead, and left ventricular lead were explanted on (B)(6) 2018. The patient was stable after the explant but was noted to be in generally poor health due to unrelated issues.